Event description:
Boston scientific received information that this right ventricular (rv) lead was dislodged a day after it was implanted due to product performance issue and the physician preferred to change the lead. This rv lead was explanted and replaced with another lead. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.